Event description:
Revision surgery. Patient fractured through their small extended connector. Surgeon removed that portion of hardware and replaced with a large extended connector.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the correspondence confirms that a growing rod construct was used. In this type of construct the patient is often fixed at two upper thoracic levels and at 2 lumbar levels, with no additional fixation in between. This is done in an attempt to fix a thoracic scoliosis curve. This existing curve and the placement of the devices allows for a large bending moment to exist within the non-fixed region, and can eventually cause the fatigue breakage of connector. Furthermore, the correspondence confirms that the patient lived an active, outdoor lifestyle. The xia 4.5 implant IFU states, ¿once implanted, the implants are subjected to stresses and strains... Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidate." Conclusion: the cause of the reported event is most likely the configuration of the construct creating a large bending moment, which created repeated loads over time on a localized area and lead to the eventual fatigue fracture of the connector. The high activity level of the patient likely contributed to the reported event.

Event description:
Revision surgery. Patient fractured through their small extended connector. Surgeon removed that portion of hardware and replaced with a large extended connector.